Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the catheter was leaking at the base of the hub.

Manufacturer narrative:
The product sample was not returned to the manufacturing site for review. The possible causes were identified. A device history record was reviewed and no deviations related to this failure mode were found. The manufacturing lot number associated with this complaint was 359620 (julian lot number 313701x). Lot 369520 was released on (B)(6) 2013. There are no nonconformance's related to the reported issue. Several attempts to gather information from the customer were made. No response has been received. If additional pertinent information becomes available, the report will be updated. With the available information the most probable root cause could be considered as misuse (leak could be caused due to over bending or excessive force). However without the sample, this cannot be confirmed. No additional actions are required. This issue has not been confirmed. Under special 510k#k130725, covidien expanded warnings within the instructions for use manual of this product to highlight the concern of catheter damage in the hub area associated with the use of alcohol based disinfectants. The instructions for use were replaced in all stock, and hospitals were sent a letter highlighting this issue. It must be noted that the instructions for use (IFU) states: do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter and continues, do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break.